Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion breaching the re and svc cables lumen were noted at 45.4 cm to 45.8 cm and 45.4 cm to 45.7 cm from the distal tip consistent with lead friction to the device. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 9.0 cm to 14.2 cm and 8.4 cm to 12.6 from the distal tip. The etfe coating was abraded at these locations. Internal insulation abrasion under the rv shock coil was noted at 6.5 cm to 6.7 cm from the distal tip. The etfe coating was abraded at this same location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate high voltage therapy for lead noise. Externalized conductors were noted at the time of lead explant. Additionally, during the procedure the patient experienced a pericardial effusion and had a pericardiocentesis performed. The patient condition was stable after the procedure.